Event description:
The customer contact reported a disconnection; subsequently, a leak of technetium was noted. The pt was on the treadmill undergoing a cardiolite stress test with technetium. As the nuclear medicine technician injected the technetium into the distal port of the tubing set, the nurse noted leaking from the tubing set and clave connection. As the nurse examined the connection, the tubing set "popped off" the clave. The technetium spilled onto the nurse's ungloved hand, the floor and the pt. The procedure was stopped and the spill was cleaned. The clave was replaced and the tubing set was reconnected. The procedure was completed. There were no reported adverse effects to the pt or the nurse. Though requested, no additional info was provided.